Event description:
It was reported that an ilet controller was dropped from a table, resulting in a cracked screen and a nonresponsive display consistent with physical damage to the device¿s user interface component. Symptoms included no clinical effects. Outcomes included no impact beyond device replacement. Investigation included technical support assessment and replacement logistics. Investigation of this case revealed damage to the device¿s screen assembly consistent with accidental impact, rendering the touchscreen inoperative. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated accidental damage due to impact.